Manufacturer narrative:
No malfunction of the power wheelchair was found. The end user reported while operating the power wheelchair in the home the end user slid off the seat and fell. The end user was not wearing the safety belt. Hoveround's owner's manual warns "to avoid serious injury or death: aways use the seat belt." And to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
While operating the power wheelchair in the home the end user slid off the seat cushion and fell.